Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient had pain, mesh erosion and vaginal stenosis and the mesh was removed on (B)(6) 2009. (B)(4).

Event description:
It was reported that a patient underwent a gynecological procedure to repair stress incontinence on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, chronic pelvic pain, menorrhagia, cystocele, rectocele, and enterocele and mesh was implanted along with the concurrent procedures of cystoscopy, total vaginal hysterectomy, and bilateral salpingo-oophorectomy. It was reported that following insertion of the mesh the patient experienced pain, erosion, and mid urethral stenosis.